Event description:
During the leadless pacemaker (lp) system implant procedure, the right ventricular (rv) lp was fixated, loss of capture and decreased pacing impedance were observed. The lp was explanted and replaced to resolve the event. The patient was in stable condition.